Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a post balloon aortic valvuloplasty (bav) was performed due to moderate-severe paravalvular leak (pvl). The valve was constrained and moved aortic during dilatation to a depth of -3 millimeter (mm) and the pvl worsened. A second valve was successfully implanted valve-in-valve and the pvl reduced to trivial. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.